Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, delamination of the plug strap and white calcification in the surface of the shell leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior side and opening sharp in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A opening sharp in the anterior side assessed as unidentified (tear) opening. Delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side "capsular contractures baker grade IV," "exchange from textured to smooth breast implants due to the patient¿s concern with the product," "encapsulated with calcification," and "particles in valve." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contractures baker grade IV," "exchange from textured to smooth breast implants due to the patient¿s concern with the product," "encapsulated with calcification," and "particles in valve." Device has been explanted.